Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of downstream occlusion was not reproduced. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" However the history log cannot be used to determine if the alarms are true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified and the device was found within specification. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during programming/setup. There was no patient involvement. No additional information is available.